Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported the occurrence of various liquid level sense (lls) errors (e4713, e4714, e4717) in association with the nuclisens® easymag®. The customer stated that patient results were impacted in that there was a delay in reporting. Product stop shipment (B)(4) was issued 19jan2017 due to an identified performance issue with this product/lot which may lead to a delay of results. An internal biomérieux investigation has been conducted. The investigation reproduced the reported issue with the referenced batch (z107nb); this batch is included in the (B)(4). There is no indication or report from the laboratory that the reported issue led to any adverse event related to any patient's state of health.